Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-00. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was returned for failure analysis, and the issue was confirmed using system logs which revealed recurring error c-33. During testing, the unit displayed error code c-33 at startup, and the erbe logs recorded code c-00. The erbe will be sent to original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on failure analysis. Based on these results, a definitive root cause could not be identified. However, the cause is likely due to an electrical component failure within the erbe.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an activation has been interrupted due to an error, c-00. The procedure was completed with no reported injury.